Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No numbers scrolling up or moisture damage under lcd screen, electronic assembly or motor noted. No black screen on display noted. The insulin pump had cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they had a keypad anomaly. The blood glucose reading is unknown. The insulin pump will be replaced.